Event description:
The user was hit on the head by a motorbike in late (B)(6) 2021. The user was then unable to hear with the device and there were abnormal measurements. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was hit on the head by a motorbike in late september 2021. The user was then unable to hear with the device and there were abnormal measurements. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user was hit on the head by a motorbike in late (B)(6) 2021. The recipient was then unable to hear with the device and there were abnormal measurements. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.